Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description; the reported field complaint of backup mode was confirmed in the laboratory. The cause of the backup mode was a bad-nomap mrn occurred while the device was in ship-settings, forcing the hard reset. While this mrn is known to occur during establishment (or re-establishment) of telemetry, it is not known if telemetry was being attempted at the time of reset.

Event description:
It was reported that prior to implant, while still in sterile package, the device was found in backup mode. This device was not implanted.